Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level was 400 mg/dl. Customer stated that insulin pump had insulin flow blocked alarm and the event was resolved by changing the infusion set. Customer declined troubleshooting for high blood glucose readings. The insulin pump will be returned for analysis.